Manufacturer narrative:
The user facility is outside the of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent knee procedure on (B)(6), 2006. Pt underwent revision surgery on (B)(6), 2011 due to loosening of tibial component (aseptic), medial plateau collapse. No further complications have been reported.